Event description:
Customer reported potential false negative troponin I (tni) result with the triage cardiac test vs. Lab analyzer. Pt sample was tested with the triage test and a result was reported as a negative. When the sample was tested on the lab analyzer, it gave a result in the grey zone. No info was provided on exact draw/run times; no pt specific info was available.

Manufacturer narrative:
Investigation pending.